Event description:
Customer reported the system is displaying communication and control panel errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found only an overload fault displayed. Cleaned and regreased candlestick (high voltage) connectors and adjusted the 5v power supply. System operates as intended.